Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest garment was rubbing against the patient's back and the patient had developed open sores. The patient was in a rehabilitation facility. The sores were treated with an unknown cream but did not improve. A nurse practitioner for wound care intended to treat the sores with a tegaderm wound dressing. The outcome of the patient's injury is unknown.